Manufacturer narrative:
(B)(4). The following information has been requested however not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? This medwatch report is in response to receipt of sus voluntary event report: mw5098080. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic hysterectomy on an unknown date and topical skin adhesive was used. Post op of about 10 days later, the sites where the adhesive had been applied began to redden, swell and itch. Went to surgeon's office and confirmed sites were not infected. Skin was reacting to the adhesive. First few days was only light red and mildly itching. Later the places where adhesive had been applied or accidentally dripped during application. Had turned into large, red, inflamed welts that itched horribly. Subsequent visit to dermatologist confirmed contact dermatitis and prescribed steroid cream. Oral benadryl throughout the day to reduce reaction to the allergen. No device will be returned. Additional information has been requested.